Manufacturer narrative:
Product complaint # (B)(4). H6 type of investigation: b21 - device evaluation pending. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. The device upon which this medwatch is based has been received, however, the product evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The following information was requested, but unavailable: could you please provide the lot number? Received information as following from sales rep via phone today. The lot number is unknown. The manufacturing records could not be reviewed as the batch/lot number is unknown.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2026 and suture was used. During the procedure, it was reported that total 2 products occurred needle pull off issue in the newly dispensed suture when it was opened to prepare for surgery. Changed another one to complete the surgery. There is no report on patient's injury. No additional information could be provided. The lot of ip is unavailable. No adverse patient consequences were reported. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 4/29/2026. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H6 component code: g07002 no device problem found. Additional information: d4, d9, g1, h3, h4, h6. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. H3 investigational summary: the product was returned to eth for evaluation. Visual inspection revealed that one suture piece was received for analysis. Product code 1696. During the visual inspection of the suture, the insertion mark could not be observed on the strand. Besides that, one of the ends were noted to be cut likely by a surgical instrument. Additionally, the needle was not returned for evaluation to determine the assignable cause. As part of the eth quality process, all devices are manufactured, inspected, and released to approved specifications. Base in the conditions of the returned sample, no conclusion could be reached as to what caused the reported complaint. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance.